Event description:
The rn's blood was drawn for bloodborne pathogens.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing cracked and leaked was confirmed per picture shows that a drop of fluid was coming out from the pvc tubing to the inlet port of the smartsite the root cause of this failure was not identified.

Event description:
The customer reported that while giving a patient an ivp of ativan through the y port of the tubing closest to the patient that was infusing 0.9% ns; the tubing cracked/broke and leaked at the site where the register nurse was kinking the tubing to give the medication. The IV was semi-positional and the rn met with resistance while giving the medication. Blood was noted to be backing up into the tubing and when the tubing broke the register nurse was sprayed with blood, saline and medication in the face. There was no patient harm.